Event description:
It was reported an asymptomatic patient presented during follow up and the pacer was found to be in backup vvi. The device was restored to normal function. The patient was stable following the download.